Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting and servo duo guard antibacterial filter, located at the expiratory inlet of the expiratory cassette, was found full of condensation. According to received service report, replacement of the filter solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The servo duo guard is a highly efficient single use bacterial and viral filter for application in respiratory care. The filter provides filtration for reducing possible cross contamination between patient and equipment. It is also used on the expiratory limb during nebulization of drugs to protect the breathing system, people and environment from exposure to the drug. It also prevents the contamination of parts of the machine, which are difficult to clean or sterilize. Evaluation of received device logs confirmed the occurrence of reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part was full of condensation has not been established.

Event description:
It was reported that the ventilator generated various clinical alarms during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).